Manufacturer narrative:
Updated fields:b4; d9; d10; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported and no injury or harm reported. Good faith efforts (gfes) were made and no response has been received. The investigation will be reopened if new information is given.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.